Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a cardiac ablation procedure. The physician was unable to interrogate the pacemaker. The physician elected to monitor the device. The patient was in stable condition.